Event description:
It was reported the pt was hospitalized due to experiencing pain and drainage at his scs ipg pocket site. Subsequently, the pt was referred for explant due to an infection at the pocket site. Follow-up identified a culture was taken; however, there is no information on the results. Additionally, the pt's scs system was explanted and the pt was treated with IV antibiotics. The infection is now resolve and the pt has been released from the hospital.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.